Manufacturer narrative:
Additional information provided in h.6. And h.11. The reported product was not received at the investigation site for evaluation. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information received, the investigation was unable to conclusively identify the root cause for the reported event as a product was not returned for evaluation. The root cause and its origin are inconclusive and further investigative, or manufacturing actions are not warranted at this time. No manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that the cassette could pass the test, but there was no water in the tubing during cataract surgery (without intraocular lens implant). The surgery was completed on the same day after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The returned fms (fluidics management system) was visually inspected. The numbers and the bar code appeared clearly and readably on the housing. The ball in the drip chamber check valves moved freely per specification. The product was tested on the console with the current software. The fms primed and tuned with the handpiece, the 0.9-millimeter aspiration bypass system (abs) tip and infusion sleeve from the lab stock successfully. Cassette maximum vacuum and aspiration flow rate, and irrigation flow rate were measured and met specifications. No problem was found with the returned cassette fluidics. The product functioned within specification. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received; the investigation was unable to identify the root cause or origin of the reported event as the product functioned per specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.